Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The post operative CT showed that the right iliac limb stent graft had disengaged from the common iliac artery with the presence if a type ib endoleak. A re-intervention was performed to place an additional iliac limb stent graft successfully resolving the type ib endoleak. As of the date of this report, there have been no additional patient sequelae reported.